Event description:
The customer reported a false positive architect b-hcg result for one sample. The following information was provided: sid (B)(6): initial result = 633.25 miu/ml, repeat after the result was questioned by the physician was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect b-hcg result for one sample. The following information was provided: sid (B)(6): initial result = 633.25 miu/ml, repeat after the result was questioned by the physician was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) observed crystals at the sample probe pipetting opening. The fsr cleaned the arc probe which resolved the issue. The service history of the architect i2000sr, serial #(B)(6) verifies no subsequent false positive b-hcg results have been reported since the current issue was identified. A review of complaint and trending data for the archtect i2000sr processing module did not identify any increase in complaint activity for the complaint issue. Additionally review of trending data associated with the arc probe did not identify an increase in complaint activity. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on our investigation, no systemic issue or deficiency with the architect i2000sr processing module or the arc probe was identified.